Manufacturer narrative:
Device evaluation: one pump was returned for investigation in used condition. Event log history was performed, and no evidence was identified in the history. During analysis, the reported issue was unable to be duplicated. The device's sensors worked as they should. The downstream and upstream occlusion sensor passed calibration, functional, and the psi test. Perform preventative measures.

Event description:
It was reported that a failed calibration was experienced.

Event description:
Additional information received on 26-may-2022. Issues found during testing. No patient involved.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a missing tamper seal. Functional testing, the device's sensors worked as they should. The downstream and upstream occlusion sensor passed calibration, functional, and the psi (pounds per square inch) test. The problem was not duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Additional information received, updated b5 and h6.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper sear was broken. No evidence of reported problem was found in event log. The customer's problem was not duplicated. The device's sensors worked as they should. The downstream and upstream occlusion sensor passed calibration, and functional test. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: perform preventative measures. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.